Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual examination was performed and no visual needle defects were noted.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2015 and suture was used. The doctor reported that the needle bent. There was no adverse consequence to the patient.